Manufacturer narrative:
On 5/15/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: left-mentor memorygel 250cc silicone breast implant, serial number 57114550-013, catalog number (B)(4). Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 250cc silicone breast implants which the right side ruptured after implantation. The issue was diagnosed during revision surgery by the physician. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503501bc and right replaced with catalog number 3503001bc on (B)(6) 2017.